Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a detailed analysis confirmed that the inner conductor coil had a fracture near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due helix extension and retraction issues. Lead was returned and analyzed. No additional adverse patient effects were reported.